Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: "material #: 360213. Lot/batch #: 4003280. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing lot number and expiration date was observed. Additionally, 3 retention shelf cartons from bd inventory were evaluated by visual examination and the issue of missing lot number and expiration date was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing lot number and expiration date. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported a shelf carton of bd vacutainer® precisionglide¿ multiple sample needles was missing the label containing the lot number and expiration date. No impact was reported.